Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient's rechargeable device didn't work out. The patient's husband couldn't get the device charged up. They didn't realize how hands on it would be. The patient had their rechargeable device removed on (B)(6) 2018 and replaced with a non-rechargeable ins. There were no further complications reported.